Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that they found that the cannula was bent. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 452 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus and manual injections. The customer stated that they called the emergency medical services. The customer stated that they were wearing the insulin pump at the time of ambulance call. The insulin pump will not be returned for analysis.